Event description:
Additional information received reported that no replacement surgery was scheduled at this time. It was reported that the entire system was completely removed on (B)(6) 2014 after the patient had been unable to use stimulation or be programmed due to abdominal pain. The patient had reported a mrsa staph infection and the healthcare professional (hcp) chose to remove the entire system. It was stated that it was never determined whether the event or cause of the issue was related to stimulation. The patient no longer had a stimulation system and it was unknown how they were managing pain.

Event description:
Additional information received reported that the battery and lead were removed ¿some time ago¿ due to an infection. The patient had developed mrsa and had the system removed. New lead and battery were implanted today. No outcome wasreported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a replacement surgery was not scheduled at this time because the patient's infection was still present.

Event description:
It was reported that there was a replacement and the patient was having constant stabbing pains in the abdomen since implant. It was noted that the event required hospitalization. A reprogramming was reportedly performed. It was further noted that the cause of the issues was unknown and it was unknown if the issue resolved. It was further reported that immediately post-operatively, the patient reported stabbing/shooting pains in the abdomen. It was tried twice over a two hour period immediately post-operatively to program. It was noted that they were unable to reprogram due to the patient¿s pain. The patient reportedly remained hospitalized 24 hours later with no change. It was noted that the patient was alive with no injury. It was also noted that the patient¿s medical history included a previous spinal cord stimulator (scs) system for 8 years and also had a previous aneurysm surgery. The patient reportedly had pain of a ¿10¿ with stabbing/ shooting pains in the abdomen and was unable to sit up/walk in the 24 hours after implant. The patient was hospitalized at the time of the report. The pain was reportedly across the entire abdomen. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was doing better. A manufacturing representative (rep) was going to meet with the patient at her follow-up appointment at the end of (B)(6).

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).